Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders and pump components removed due to fluid loss. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders and pump components were implanted. Additional information received indicated around 2 months prior to the replacement the patient experienced no inflation with pumping the device. The suspected cause of the fluid loss was a cylinder blow up. The patient outcome was very good so far.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders and pump components removed due to fluid loss. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders and pump components were implanted. Additional information received indicated around 2 months prior to the replacement the patient experienced no inflation with pumping the device. The suspected cause of the fluid loss was a cylinder blow up. The patient outcome was very good so far.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders and pump components removed due to fluid loss. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders and pump components were implanted.